Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion" according to the customer: the infusion pump was programmed to run in 2 hours and course of medication in 1 hour.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. It was not possible to proceed with the analyzes because the sample was not sent by the user. The complaint was not confirmed due to the absence of the equipment. If in the future the user sends the sample, we will reopen the investigation process.